Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was received with staining on the inner packaging. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; there was a visible stain on the lidstock of the device. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was received with staining on the inner packaging. There was no patient involvement; no patient impact.